Event description:
Home patient (hp) contacted baxter's technical service center (tsc) regarding the patient line of hp's homechoice set becoming disconnected from hp's transfer set during initial drain. Tsc assisted hp in ending treatment early and advised hp set up with new supplies to complete hp's apd therapy. Per rn, no patient injury or medical intervention was assoicated with this incident.